Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that when they first had the implant done, they were shown how to set the intensity based on when they would feel the stimulation. Patient said that they did that and that was where it was set for probably about the first year. Patient stated that a few months ago they started having some discomfort and weren't having real good results with the stimulation and were having a lot of leaking, and were getting up during the night a lot. Caller stated that they were also feeling a electrical jolt and almost like a shock sensation. Caller stated that it was so painful that it felt them in tears, and they couldn't stand up when they tried to get up. Caller stated that sometimes when they sit down, they can feel the stimulation more so and feels like it's more pressure. Caller stated that they have not had any falls or trauma to the area. Patient went to their doctor and the doctor showed the patient some extra programs that were available. Patient mentioned that they had never had anything but that one initial program setting but they hadn't been having good results. Caller stated that shortly after they were seen with the hcp, they received a letter in the mail stating the hcp had left the office. Agent sent an email to the caller with physician listings and therapy guides.